Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 400 mg/dl. Troubleshooting was performed. The customer stated that the easy bolus was set incorrectly. The alarm history revealed several no delivery alarms. The time and date was correct. The bolus history and basal reviews and calculations matched with the daily totals. Ran a fixed prime test and the insulin exited. Performed the high-pressure test and passed within specifications. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.